Event description:
One of six sternal plates implanted into morbidly obese patient with extremely poor bone quality in offline sternotomy procedure fractured seven days after implant. Physician elected to remove all hardware due to patient's degrading bone quality. Hardware removed without incident.